Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a hemorrhage at the access site was observed. Fol lowing the procedure, a nose bleed was also noted.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-23 (serial: unknown); product type: 0195-heart valves; implant date: (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a hemorrhage at the access site was observed. Additional information was received to report vascular access for delivery catheter system (dcs) insertion was achieved via the patient's right side which was the same side as the injury. The minimum diameter of the access vessel was 5.7×8.2. The injury occurred at the end of the procedure due to the non-medtronic vascular closure system (perclose); however, hemostasis was also achieved using a non-medtronic vascular closure system (perclose). Per the physician, the dcs did not contribute to the injury.

Manufacturer narrative:
Additional review of the event and additional information received shows there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury or that the device in this report malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Updated data: b5. B6. D. Suspect medical device: expiration date, lot#, and UDI# h4. Device mfg date h6. Device code, eval code method, eval code result, and eval code conclusion were all updated to reflect the event not meeting complaint criteria. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.